Manufacturer narrative:
FDA UDI (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on (B)(6) 2023, sample type is unknown. Repeat testing was not performed. Pcr confirmation testing (platform: smart gene) was performed on the same day and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m773001 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j/lot m773001 and test base part number 192-430/lot m773001. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m773001 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause could be contamination. H3 other text: single-use: device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on (B)(6)2023, sample type is unknown. Repeat testing was not performed. Pcr confirmation testing (platform: smart gene) was performed on the same day and generated a negative result. No additional patient information, including treatment and outcome, was provided.